Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle for investigation. Visual examination of the returned sample revealed the needle's cannula did not appear to be bent. Also, a lab inventory catheter could be threaded through the returned needle with no resistance met. The returned needle passed a functional drag test. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the condition of the sample received, there were no visual or functional issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that: "epidural cannula bent when administering epidural. There was no reported patient harm."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "epidural cannula bent when administering epidural. There was no reported patient harm."